Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported via the manufacturer representative that they were scheduled for a revision due to lead migration. The revision was canceled due to the patient having bronchitis and having a seizure in the pre-op area. The patient was on their way home from the hospital when their stimulation shot up to an unbearable level. The patient first stated that their daughter in the waiting area had the remote and then stated that the remote was at home and they had no way to turn it down. The representative met with the patient and turned off the unit until the patient got home. The unit was running when the patient walked into the pre-op area. It was noted that besides the stimulation strength nothing else was out of the ordinary. The issue was resolved at the time of the report and surgical intervention was planned. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.